Event description:
Angioseal deployed post coronary angioplasty and leg became blue with diminished pulses. Site continued to ooze. Femostop applied with slightly increased pink coloring and doppler pulses of +1. Three hours later, leg, was "pulseless and emergent to surgery" for femoral artery repair and plaque removal. At that time pt developed severe compartment syndrome and required immediate fasciotomy. Later pt had aka of right leg with subsequent necrotizing fascitis, dic, and multisystem organ failure.

Event description:
Add'l info rec'd from MFR 12/9/03: add'l info obtained revealed the pt was in the i.c.u. And was being treated for disseminated intravascular coagulation (dic). The physician stated the arteriotomy site was on the lateral wall of the artery. It is uncertain at what point the plaque ruptured and the vessel dissected. The pt had been exercising prior to the event and developed lactic acidosis, which accelerated the ischemic process. A clot or plaque was found in the popliteal artery. A surgical consult was not obtained until approx three or four hours following the onset of ischemic symptoms. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.